Event description:
It was reported that an unspecified number of bd insyte¿ IV catheters experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: jelco 22 g available with dirt inside the housing, with no apparent damage to the packaging.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 8318889, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed dirt inside the blister pack. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for investigation a definitive root cause could not be determined and further testing to identify what the piece of foreign matter was. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insyte IV catheters experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: jelco 22 g available with dirt inside the housing, with no apparent damage to the packaging.